Event description:
Pt has residual pain behind the patella and needs to have a patella implant implanted. Poly inserts will be exchanged during the procedure.

Manufacturer narrative:
Pt has residual pain behind the patella and needs to have a petalla implant implanted. Poly inserts will be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.